Event description:
It was reported that the image does not appear on screen. No negative impact in state of health reported.

Manufacturer narrative:
Under user facility's discretion the device will not be returned to the manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).